Manufacturer narrative:
(B)(4). Concomitant medical products: unknown trilogy shell. Unknown liner. Unknown straight stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02272. 0001822565 - 2020 - 02273.

Event description:
It was reported patient underwent total hip arthroplasty. Subsequently, the patient was revised approximately 10 years post implantation due to dislocation. The surgeon noticed signs of metallosis and this was evident around the base of the femoral head once explanted. The femoral stem was well fixed, but the trunion had signs of wear. Due to the stem being well fixed, fully coated, and given the surgical approach, it was decided by the surgeon to leave the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photographs of the stem, and the explanted head were evaluated and the reported event was not confirmed. Visual evaluation identified that there was dark discoloration on the surface of the head's taper and the stem's trunnion. No further evaluation could be performed with the images provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified nonspecific vague zones of periprosthetic lucencies surround the acetabular cup. No other findings related to the reported event were noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.